Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
The customer reported: "device does not emit acoustic alarms". The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported: "device does not emit acoustic alarms". The device was reported to be in use on a patient, but no adverse event to patient or user was reported.